Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage and button error from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The customer stated that he fell into a lake and was 3 to 5 feet deep in the water. The customer stated that the screen went blank and the pump did not respond. The customer stated that there is fluid under the lcd display just above the escape button. The customer stated that a third opening are on the pump portion was missing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.